Event description:
The following text is a copy of the message I sent to the manufacturer's website the day of the event. Up to today, zero feedback from manufacturer. I will add that while the product looks like a device to me, I could find no record of registration with cdrh (obviously does not mean eyeleve is actually registered so). I have reported the event to the cpsc, but they told me to report this event to the FDA. I bought an eyeleve from my optometrist a few weeks ago in (B)(6) to help relieve dry eye (paid (B)(6) by the way, would have been cheaper buying straight from you). I was heating it up just now in a very standard kitchen microwave (black and decker maybe three years old) and the strap burst into flame about 15 seconds in. I was standing right beside the microwave and pulled it out right away. Flames were 3-4 inches high, white, accompanied by an acrid, grey smoke; the residue around the burned areas range from a dark green to black/grey where the latter is probably just soot. The damage seems to be limited to the strap with multiple areas affected; the eye patch has one small dark spot only. The flame went out very fast and did not noticeably continue once out of the microwave, so the damage was done in a few seconds. I have not washed the compress since purchase. I have attached a photo. No damage done to the microwave. I just reheated a glass of water without any issues whatsoever. So as best I can tell, the microwave is functioning just normally. I cannot begin to guess what might have caused the strap to burst into flame. Normal kitchen and bedroom with no weird chemicals anywhere. I do remember in the past having put some metal foil into a microwave by mistake and that event was accompanied by crackling and sparks. This was just a "poof" with immediate smoke and flames. Retired now, but worked in biological labs for many years, so am not a total idiot about what to do and not to do to work safely. Anyway, I am not looking for a refund or filing a complaint per se (although technically this is probably considered a "complaint"; I liked the eyeleve actually), but if my product were associated with a malfunction like this, I sure would want to know. Could have ended badly if I had walked out of the room rather than remain right beside the microwave. I noticed after I sent the note above to the manufacturer that their web site claims the strap to the "device" contains silver threads. Not an expert on this by any means, but sure seems silly to require microwaving a "medical" product that contains metal of any sort. Hard to believe no one else's eyeleve has not burst into flame. I did not damage the "device"; it was a recent purchase; I did not microwave any longer than the recommended time - but to all of these I would say: "so what. Even if it was older, even if I had somehow unknowingly damaged it, even if I had microwaved for 2 minutes, a product should not burn when the manufacturer recommends microwaving. And without microwaving, the product is useless.